Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unresponsive keypad. Customer also reported a battery out limit alarm that could not be cleared due to the keypad issue. The customer's blood glucose was unknown. The customer stated the issue occurred after taking a shower. Customer was able to verify that the time was advancing on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. Unit was received with no button response due to flattened act button keypad dome. Button keypad connector was found closed properly during visual inspection. Unable to verify battery out limit due to button keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and address/serial label missing.